Event description:
The complainant had a impella 5.5 pump for the support of a surgical patient. The procedure was high risk. The pump was supporting during a neurological event. The cerebral infarct and causal link to the impella could not be made. Neurologically the patient is still not fully recovered however the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 investigation conclusions revised on manufacturer device report in accordance with updated procedures.